Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing was kinked on (B)(6) 2025. The infusion set was in use for 8 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008292, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008292 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 3 on 27/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance nc 1966203 was opened during the sterilization processes. During this issue the product is not related. The sub-assembly, gluing of tubing of the lot 4g04763 was manufactured according to wi version 11 and manufactured in the machine igtl01, on 23/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g04368 was manufactured according to wi version 64 and manufactured in the machine sc09, on 23/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.